Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for a transfer set change and was subsequently diagnosed with peritonitis after hospitalization. The patient was treated with targocid injection (400mg, intraperitoneal, once daily, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing), and heparin injection (5000 units, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.